Manufacturer narrative:
The instrument associated with this report has not yet been returned. A review of the mfg records revealed that these instruments were manufactured according to requirements; there was no evidence of product error with regard to the reported event. Additionally the complaint log was reviewed; there have been no other reported incidents against these product lot numbers.

Event description:
It was reported that during an l3-4, l4-5 laminectomy procedure the distal tip of a drill bit broke off. The fragment remains within the pt.